Manufacturer narrative:
Type of reportable event - malfunction.

Manufacturer narrative:
The device was returned to gore for evaluation showed the following: the catheter was broken at the trailing olive. The polyimide guidewire had fractured. The findings from the evaluation are consistent with the physicians observations. The root cause for the broken leading end of the catheter could not be determined with the currently available information. Use outside the IFU likely contributed to the event, specifically rotating the device. The excluder instructions for use (IFU) clearly states: do not rotate the contralateral leg delivery catheter during delivery, positioning or deployment. Catheter breakage or premature deployment may occur. Do not continue to withdraw the delivery catheter if resistance is felt during removal through the introducer sheath. Forcibly withdrawing the delivery catheter through the introducer sheath when resistance is encountered has resulted in adverse events including catheter separation and reintervention.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient was being treated for an abdominal aortic aneurysm with gore® excluder® aaa endoprosthesis featuring c3® delivery system. It was reported the physician placed and deployed the main body (rlt261412) without issue. When the physician attempted to advance the sheath into the contralateral gate the sheath would not advance fully into the gate. The physician reinserted the dilator into the sheath to advance it further and then followed with the contralateral leg component (plc271000/15285846). It was reported the physician was twisting and manipulating the device in order to get the device in place. The physician was successful at getting the device in place and deployed without issue. Upon removal of the catheter the leading olive as well as the polyimide separated from the catheter. The physician was able to snare the leading olive and polyimide out of the patient. The procedure ended without further issue and the patient tolerated the procedure.